Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. Customer states that the reservoir ring was missing and the grooves have broken off. The customer reported that the reservoir would lock in place for sometime then fall out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.